Event description:
The customer reported a pads related failure during user initiated operation check. This symptom was reported to have presented during user initiated testing; there was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a pads related failure during user initiated operational check. This symptom was reported to have presented during user initiated testing; there was no report of pt involvement. Philips evaluated the device and found an autotest charger/shock failure therapy pca entry in the status log. The therapy pca was replaced to resolve this issue.